Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted. No moisture damage found on electronics assembly. The insulin pump had broken belt clip slot, cracked battery tube threads, reservoir tube lip, reservoir tube, reservoir tube window, cracked case window display corner and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and alarmed button error. The customer's blood glucose reading was 9.2 mmol/l at the time of the call. The customer stated the insulin pump was exposed to water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.